Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Please disregard information in follow-up report #001 for MFR number 3004753838-2016-97981 as the product information initially reported is correct.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).